Event description:
Approximately 30 - 40 pt samples with discrepant ise results. The following 6 examples were provided with repeats performed on another analyzer (same methodology). Initial sodium gave 105; repeat gave 141 mmol/l; initial potassium gave 3.8; repeat gave 4.5 mmol/l. The initial results were not reported. The mixtower and ise solutions were replaced. Performance tests were performed which were within specification.

Event description:
Approx 30 - 40 pt samples with discrepant ise results. The following 6 examples were provided with repeats performed on another analyzer (same methodology). Initial sodium gave 84; repeat gave 140 mmol/l; initial potassium gave 3.7; repeat gave 4.5 mmol/l. The initial results were not reported. The mixtower and ise solutions were replaced. Performance tests were performed which were within spec.

Event description:
Approximately 30 - 40 pt samples with discrepant ise results. The following 6 examples were provided with repeats performed on another analyzer (same methodology). Initial sodium gave 129; repeat gave 141 mmol/l. The initial results were not reported. The mixtower and ise solutions were replaced. Performance tests were performed which were within specification.

Event description:
Approximately 30 - 40 pt samples with discrepant ise results. The following 6 examples were provided with repeats performed on another analyzer (same methodology). Initial sodium gave 107; repeat gave 139 mmol/l; initial potassium gave 3.5: repeat gave 4.4 mmol/l. The initial results were not reported. The mixtower and ise solutions were replaced. Performance tests were performed which were within specification.

Event description:
Approximately 30 - 40 pt samples with discrepant ise results. The following 6 examples were provided with repeats performed on another analyzer (same methodology). Initial sodium gave 94; repeat gave 138 mmol/l; initial potassium gave 3.2; repeat gave 3.8 mmol/l. The initial results were not reported. The mixtower and ise solutions were replaced. Performance tests were performed which were within specification.

Event description:
Approx 30 - 40 pt samples with discrepant ise results. The following 6 examples were provided with repeats performed on another analyzer (same methodology). Sample 6, initial sodium result approx 117 mmol/l, repeat approx 145 mmol/l. The initial results were not reported. The mixtower and ise solutions were replaced. Performance tests were performed which were within spec.